Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x20mm promus element drug-eluting stent was advanced to treat the lesion. However, the balloon of the stent delivery system ruptured during the procedure. The stent remained in the stent delivery system and was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear in the outer which started at the guidewire exit port and extended for a distance of 6 mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination of the stent found no issues with its profile. During analysis, the stent was only able to be partially deployed as the outer was torn and the device could not hold pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The damage evident on the outer appeared to have been caused by a sharp object. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x20mm promus element drug-eluting stent was advanced to treat the lesion. However, the balloon of the stent delivery system ruptured during the procedure. The stent remained in the stent delivery system and was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.